Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call display anomaly. Customer¿s blood glucose level was unknown. Troubleshooting for display anomaly was performed. Customer advised the display blinked black and white with a red cross. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unable to verify manufacturing mode due to critical pump error. Pump error alarm noted in the insulin pump history and critical pump error (open book image) alarm noted during testing. Unable to determine the root cause, problem isolated to the electronic assembly on printed circuit board. No blank display noted. Unit was received with scratched case.